Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut off occurred. It was determined the issue was related to the mobile application. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.